Manufacturer narrative:
Three opened trocar assemblies, in a small parts tray, in a bag were received for the report of trocar could not cut during surgery. Samples were visually inspected and found to be nonconforming. Sample one and two - bent tip and damaged cutting edge was observed. Sample three - damaged cutting edge was observed on trocar blade. Penetration testing could not be performed due to the damage of the samples. A lot number was identified, however is not a valid lot number therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of trocar could not cut during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformances, such as damaged tips and damaged cutting edges, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the trocar could not cut during cataract vitrectomy combination surgery. The surgery was completed after replacing the product with another trocar. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).